Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to reported impact, and the issue could not be resolved. The device was explanted october (B)(6) and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).